Manufacturer narrative:
D10. Device available, return date - additional information. G4. Date manufacturer received - additional information. G7. Type of report - additional information. H2. Follow-up type - additional information. H3. Device evaluation, device returned - additional information. H6. Evaluation codes - additional information, device evaluation. H10. Additional manufacturer narrative - additional information, device evaluation analysis found the concerto coil actuator interface was securely attached to the coupler tube and no damages or irregularities were found with the actuator interface, coupler tube, positive load indicator and break indicator. There is no evidence of mechanical detachment (with an instant detacher) or manual detachment. The concerto pusher was found bent at ~123.0cm and between ~34.5cm and ~45.5cm from the proximal end. The coin was found present and up against the lumen stop. The shield coil was found intact with the implant coil already detached and stuck within the introducer sheath. No damages or irregularities were found with the introducer sheath; however, blood was found within the sheath. The implant coil was found stretched both within and outside of the introducer sheath with the polypropylene filament broken. The coil could not be pulled out of the introducer sheath as it was found to be stuck. Under microscope, the jacket was removed to gain access to the lumen stop. The lumen stop was found to be visually acceptable. Based on the analysis performed, the customer report of ¿non-detachment¿ could not be confirmed as the pusher was returned with the implant coil already detached. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The concerto coil has not been returned for evaluation; therefore, product analysis cannot be performed. The device was not returned; therefore, the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this coil would not able to detach with using manual detachment method (breaking hypotube method; an alternative method presented in the instruction for use). The diagnosis is abdominal aorta aneurysm and aneurysm of both common illaces with commitment to hypogastric, unruptured fusiform, measuring 76mmx23mm it was reported that the coil had no disadvantage in the navigation to access the vessel through the medtronic microcatheter. When trying to release the coil manually this was not removed. It was tried to cut several times, but the coil did not detach. The physician did not use instant detacher to detach the coils. Advance another coil, which had no problem in the detachment. No patient injury was reported. Three coils were used, the coils were manually released without any problem.